Manufacturer narrative:
Corrected data: additional information was received and it was clarified there was no lens damage. The faulty lens meant the lens would not deploy. No other information was provided. Therefore, the event is no longer considered a reportable malfunction and no further information will be provided. Section h6: medical device problem code: 1069 code provided in the initial report is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient involvement. Explant date: if explanted, give date: not applicable, as there was no patient involvement. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was faulty, will not deploy. There was no patient contact. No other information was provided.